Event description:
(B)(6) was implanted with a miniarc sling, details not captured. Subject experienced pelvic pain at 12 weeks visit. No pain at implantation site. Event status indicates continuing. Severity was mild. No medical action was taken. No further information was provided.

Manufacturer narrative:
(B)(6) has been closed down and thus no more information will be gathered pertaining to this pt's aes. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.